Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual) issue. The patient would like to start an order for a new pump. The patient is off the animas pump because it is malfunctioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.